Manufacturer narrative:
(B)(4). Actual device evaluated with no defect found on returned meter. Returned test strips produced e-5 readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer is feeling well. Customer complains of an e-5 error message. The customer states error occurs after the blood sample is applied. The customer confirms the strips are stored properly and is using the suggested testing technique. Verified the strips have been in use for 120 days. Customer confirms there was no adverse event or MDR related issue. The error message persists when a blood test was attempted.